Event description:
It was reported that the device was used during a laparoscopic nissen procedure, the graspers would not stay closed and the ratchet would not work. Used another device to complete the case with no patient consequence.